Event description:
Spontaneous call. Patient reported that when priming the syringe, the syringe came out of pump and would not go back n. Patient stated she turned off pump and removed everything from inside pump. Rph asked if patient made sure the disk of the tubing was properly secured in ¿ channel¿ and patient stated she thinks so. Patient stated nurse was infusing manually and psr set up return box and new pump to be sent before next infusion. Pt did not miss a dose, no adverse event reported; pump is available for return. Lot/expiration unknown. No further information known reported to (B)(6) by; patient/caregiver.